Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No unexpected signal too low error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or weak battery alarm noted. Unit was received with unexpected restart error alarm after battery changed and memory lost due to broken solder joint on motherboard . Unit passed the delivery accuracy test. Pump had cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received multiple unexpected restart alarms and external ram crc error alarms. Customer experienced both high and low blood glucose levels of 26 mg/dl and 433 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but 3 or 4 tiny champagne air bubbles. There were no site or insulin issues. The customer declined to check if their device settings were correct. The customer treated with the pump. The insulin pump is returning for analysis.